Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer was admitted into hospital due to diabetic ketoacidosis and high blood glucose of 600 mg/dl on (B)(6) 2019. Customer was treated with intravenous fluids, insulin and steroids. Customer also experienced shortness of breath and was throwing up. Customer has been using insulin pump system within 48 hours of reported event. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.